Event description:
During the original surgery (arthroscopic shoulder repair), the new shaver had to be replaced by this reprocessed shaver. (New shaver was reported in a previous report). While using the shaver it "jammed" and could not be made to function properly. A third shaver was used to complete the surgery.